Event description:
It was reported that both the ra and the rv leads were explanted and replaced due to high impedance and oversensing. Both leads were returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications were reported as a result of this event.

Event description:
It was reported that both the ra and the rv leads were explanted and replaced due to high impedance and oversensing. Both leads were returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications were reported as a result of this event. Lawsuit alleges the patient sustained personal injuries when her medtronic ICD lead fractured requiring her to undergo additional surgery to extract and replace the ICD lead.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary - distal conductor fractured; full lead returned and analyzed. There is only one observed proximal conductor filar fractured at 25.5cm.